Manufacturer narrative:
Per tandem's user guide, "the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin with the t:slim pump. Humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled, novolog® was tested for up to 72 hours. The pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced blood glucose (bg) of 557 mg/dl which was addressed with a complete supply change. Reportedly, the customer was using insulin in the cartridge for three days and tandem technical support educated the customer the insulin should only be used for two days. Additionally, the customer loaded cartridges with cold insulin. Cts educated the customer to use room temperature insulin.